Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call time clock anomaly on the insulin pump. Customer's blood glucose level was unknown. Troubleshooting for the anomaly was performed. Customer advised the insulin pump was off by 1 month and they had not touched the time on the insulin pump.